Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During implant, it was observed that the patient had gone into atrial fibrillation which could not be converted through external defibrillation. The helix of the atrial lp became stretched. It was elected to abandon atrial lp placement. The patient was stable.

Manufacturer narrative:
The reported event of stretched helix was confirmed. Final analysis found the outer helix length was out of specification, consistent with having occurred during procedure. No further anomalies were found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.